Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; the full lead was returned and analyzed. The lead was returned with the guide tooth damaged.

Event description:
It was reported that approximately two days post implant, there were inconsistent thresholds, undersensing, intermittent and no capture. Consequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.